Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during procedure that the right atrial lead failed to attach to the myocardium. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.